Manufacturer narrative:
(B)(4).

Event description:
Information received from (B)(6). Treatment of an avm (arteriovenous malformation) measuring 2.0cm located in the superficial part of the right cerebrum s/m grade: 1, non-eloquent area, hemorrhagic lesion. It was reported that the patient underwent onyx embolization treatment on (B)(6) 2010 involving two onyx 18 and 1 onyx 34 in which a total of 0.58 ml were used. The avm was completely excised on 06/28/2011. The 6-month follow-up showed no abnormality in the neurological findings and blood test; however, some changes were seen in the image findings after the avm treatment. The 12-month follow-up showed scarring of the excised cavity and edema in the surrounding area. The patient did not show up for the 24-month follow-up. No other injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other devices involved in the event are as follows: model: 105-7100-060 / lot: 8119133 / dom: 01/20/2010 / exp: 11/30/2012; model: 105-7100-080 / lot: 7876949 / dom: 10/20/2009 / exp: 08/31/2012. (B)(4).